Event description:
It was reported that fluoro was done and a lead revision was conducted for the pin not being through the header. One week later during the wound check it was discovered that the lead integrity alert was triggered due to noise and high impedance. The rep noted this noise could not be replicated and it was not a pin issue again. At that time the physician felt it would be best to do a change out. The lead was cut at the yolk and capped the rest returned and the device was explanted, replaced and returned. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found. (B)(4): no anomalies found, however the outer insulation had a cosmetic depression; proximal segment returned and analyzed.